Manufacturer narrative:
A steris technician inspected the unit and found that facility maintenance had removed the plaster sheetrock near the water softener. The water softener is an accessory required for use with some customer installations based on the facility water quality. The facility maintenance personnel stated that the leakage was from a pvc drain pipe located in the wall behind the water softener. A self-tapping screw used to mount the water softener to the wall had accidentally pierced the pvc drain pipe, resulting in a small leak. The facility temporarily repaired the drain pipe by applying epoxy to the puncture hole. During his site visit the steris technician observed a continuing slow drip from the repaired connection; the user facility advised that its maintenance staff will replace the damaged drain pipe with a new pipe the water softener will be relocated to a workstation cart to which the water softener filter will be mounted. The unit is under steris maintenance contract and the prior preventive maintenance was performed on (B)(6) 2012 at which time the unit was operating properly. This event is attributed to accidental penetration of the drain pipe inside the wall during installation of the water softener filter caused by one of the self-tapping screws used to attach the filter housing to the wall. The steris technician was re-trained on proper installation of the water softener filter in order to prevent accidental damage.

Event description:
The user facility observed a leak on the ceiling tiles on the room located below the system 1e processor installation. There were no injuries, procedural delays or cancellations reported.